Manufacturer narrative:
Conclusion: device failure occurred & was related to event. The complaint was reviewed.

Manufacturer narrative:
This is a reportable malfunction. Investigation is not complete. Trends will be evaluated. Additional information has been requested. The event code is addressed in the package insert. To date, no known patient involvement. This report will be updated when the additional information is received or the investigation is complete.

Event description:
Allegedly the instrument was broken.